Event description:
A report was received that during product analysis, it was discovered that several electrodes were completely dislodged and missing from the paddle lead.

Manufacturer narrative:
Device evaluation indicated that the lead passed the photographic imaging test performed. It was revealed that the lead was cleanly cut approximately 14 inches the from the paddle end of lead. In addition, two electrodes were completed dislodged and six missing from the paddle. The damage to the lead was consistent with damages done during the explant procedure and were not considered a failure.

Event description:
A report was received that during product analysis, it was discovered that several electrodes were completely dislodged and missing from the paddle lead.

Manufacturer narrative:
Additional information was received that the damage done to the paddle lead was done during the explant procedure. The contacts were removed from the patient's body.